Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Event description:
A customer reported an event of a "very strong odor" emitting from the sterrad 200 sterilizer when they run cycles. The customer stated that a few healthcare workers (hcws) experienced " little dots/rash on peoples skin." The symptoms go away the next day. The hcws did not receive any medical attention/treatment and are "no longer experiencing the rash." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Correction: sex is unknown. (B)(4) asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (september 2012 to march 2013 did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code human reaction (january 2013 ¿ december 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 200 system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 200 system. The catalytic converter was returned and tested. The catalytic converter exhibited no odor when the pump was running. The reason for return of the catalytic converter was not confirmed. Asp will continue to track and trend this issue.